Manufacturer narrative:
(B)(4).

Event description:
The patient reported wetting all night, running down leg, and leakage. She had emptied her bladder that night. Symptoms were sudden. The cause of the event was unknown but mentioned fall in (B)(6) 2015 and lost 45-50 pounds since (B)(6) 2015. The patient got pads/(B)(6) and informed hcp(healthcare provider). The patient checked ins (stimulator) with pp(patient programmer). Ins was on program 4 at 3.2 volts. The patient was going to follow-up with hcp. Patient inquired if representative could meet with them. Event date on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from hcp for steps taken to resolve leakage. Follow will be submitted if additional information is received.